Manufacturer narrative:
Product analysis the device returned with the external slider and tip capture release mechanism in the home position. Slight bunching was evident to the graft cover. The graft cover had not been retracted. A bend was evident to the taper tip, with deformation evident at the distal tip. The reported positioning difficulties could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of an 52mm thoracic aortic aneurysm. The patient had previous open surgery for an abdominal aortic aneurysm where an artificial blood vessel was placed. It was reported during the index procedure, when the physician attempted to advance the valiant captivia stent graft, the sent encountered difficulties and could not advance through the artificial blood vessel. After the device failed to advance, it was switched to thoracotomy for artificial blood vessel replacement. The patient is doing well after the surgery. Per the physician the causeof the device¿s delivery issues was anatomy-related and noted the angle was too large. No additional clin ical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.